Event description:
Pt is on a sabratek 6060, intermittent mode, bag change every 48 hrs, 6 doses per bag, 80 cc/hr times 1 hr every 8 hrs, keep vein open .4 cc/hr. Pt began dose at 4pm on 2/8/99, and pump ran continuously for 6 hrs and gave pt 2485 mg of acyclovir.